Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 3: leaking taxol at connection of filter set.

Manufacturer narrative:
This report has been identified as event three of b. Braun inc. (B)(4). Two used sets were received for evaluation with teva adaptors connected to the distal end. The sets were tested for leakage without the teva adaptors, and no leakage was observed. The male and female connectors were also tested per specification, and all the connectors met specification. However, when the sets were tested for leakage with the teva adaptors attached leakage was observed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification. If additional pertinent information becomes available a follow-up report will be filed.